Event description:
It was reported that the patient was having issues with his patient programmer not communicating with his implantable neurostimulator (ins). The patient programmer was not working with an antenna. An hourglass showed on the screen of the patient programmer, and it was not communicating with the ins. When the antenna was removed and stimulation was adjusted just with the patient programmer, it worked. The patient received a new patient programmer on friday (B)(6) 2012. On (B)(6) 2012, the patient programmer was "doing the same thing." The hour glass screen showed, then "a bunch of garble on the screen," and then it went completely blank. The stimulation was too high for the patient. The patient tried new batteries and tried without the antenna, but couldn't turn off the stimulation with the patient programmer. Manufacturer representatives met the patient at the emergency room to turn off stimulation. The patient was given another patient programmer, and "it seemed to be working fine." The next morning the patient had similar issues occurring with this third patient programmer. It was noted that the patient had fallen several times in the past few months and had moved several heavy objects. There was a concern the device was flipped, and x-rays were planned for that day. Later that day it was reported that impedance measurements were taken and were normal. The x-ray was done and the device was in its proper position. The patient programmer back light went black, and did not do anything over the weekend. The batteries were changed with duracell batteries, and it continued to show no response. It was noted that the patient worked at a convenient store and had leaned against a magnet cart of unknown strength this past saturday ((B)(6) 2012). When interrogating the ins, no error codes were seen except "check ins clock." The mystim diary was checked for on/off events. On saturday ((B)(6) 2012) the patient made 12 adjustments. On sunday ((B)(6) 2012), 20 adjustments were made. On monday ((B)(6) 2012), from 11 am to 1 pm 29 adjustments were made. Two different patient programmers were used to troubleshoot the communication issues. The patient's patient programmer showed the hour-glass screen, showed the "unable to communicate" screen, and was slow. The manufacturer representative's patient programmer was able to communicate without difficulty and was faster in response. Analysis of the returned patient programmer (serial # (B)(4)) found that the antenna jack needed to be re-soldered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).